Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported with an increase in urge frequency and increase in accidents, beginning about six months prior. The patient's status was noted as "fair". The patient was redirected to the health care provider (hcp). It was later reported that the patient had surgery on the device system on (B)(6), 2010, with medtronic representative also present. The patient programmer was replaced. The patient returned for a doctor visit three days following the surgery. After the surgery, it was noted that the patient still experienced problems with the device. It was thought that the programming during surgery did not "bond". No further patient symptoms were provided.